Event description:
New brand of insulin pen needles not effective (droplet brand)- insulin did not flow through appropriately. Switched brand to previously used bd brand and pt was able to use pen needles appropriately. Symptoms: did not get appropriate dose of insulin; suspect drug dosing: as directed with insulin. Frequency: tid. Route: sq. Date of use: approx (B)(6) 2017 through na. Diagnosis for use: diabetes mellitus.